Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a retention meter and a high level control. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). UDI #: (B)(4).

Event description:
We received a report of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory using an "optic" method. For one comparison: the result from the meter was 2.9 inr. The result from the laboratory was 2.15 inr. For a different comparison: the results from the meter were 5.7 inr and 5.5 inr. The result from the laboratory was 2.67 inr. The dates of measurement were not provided. The meter and laboratory test were within 30 minutes of each other. The patient¿s therapeutic range is 2.0-3.0 inr.